Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed a ¿speaker malfunction¿ inop message was displayed on the device. The fse replaced the speaker foil kit and speaker assembly to resolve the issue. A good faith effort (gfe) conducted confirmed that the device was completely out of sound. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a loudspeaker failure. A loudspeaker error was displayed. The device was not in use on a patient at the time of event, there was no patient involvement.